Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device - location of device: uterus/perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy/ pregnancy (with complications)") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient (gravida 3, para 3) who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included intrauterine contraceptive device (paragard) and medroxyprogesterone (depo provera) for contraception as well as docusate sodium (colace) since (B)(6) 2014, ibuprofen (motrin) since (B)(6) 2017, insulin from (B)(6) 2011 to (B)(6)2013, oxycocet (percocet) since (B)(6) 2017 and vicodin (norco) since july 2017. In november 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), weight increased ("weight gain/loss (specify which one) weight gain") and gestational diabetes ("prehnancy with complications, complicated by gestational diabetes"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 18 days after insertion of essure, the patient experienced high risk pregnancy ("high risk pregnancy"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In november 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and rash ("rashes or skin conditions type: rash"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy, surgical removal of coil(s) - pieces in uterus). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, rash, migraine, headache, endometriosis, weight increased, gestational diabetes and high risk pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device breakage, endometriosis, genital haemorrhage, gestational diabetes, headache, high risk pregnancy, migraine, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient resulted from essure removal, most, if not all symptoms were decreased, soon thereafter. On diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: further information (pfs) was received on (B)(6) 2018 and qualifies this previous conceptus case as reportable case by bayer. Plaintiff fact sheet received, reporter added, demographic condition added, rashes or skin conditions, migraines, headaches, endometriosis, migration of essure location of device: uterus, device breakage, perforation (uterus), weight gain, high risk pregnancy, concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device - location of device: uterus/perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy/ pregnancy (with complications)"), genital haemorrhage ("heavy abnormal bleeding"), gestational diabetes ("prehnancy with complications, complicated by gestational diabetes") and high risk pregnancy ("high risk pregnancy") in a 37-year-old female patient (gravida 3, para 3) who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included intrauterine contraceptive device (paragard) and medroxyprogesterone (depo provera) for contraception as well as docusate sodium (colace) since 28-jun-2014, ibuprofen (motrin) since 28-jun-2017, insulin from 20-jun-2011 to 30-nov-2013, oxycocet (percocet) since 28-jun-2017 and vicodin (norco) since july 2017. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), weight increased ("weight gain/loss (specify which one) weight gain") and gestational diabetes (seriousness criterion medically significant). On (B)(6) 2011, 5 months 18 days after insertion of essure, the patient experienced high risk pregnancy (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In november 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and rash ("rashes or skin conditions type: rash"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with bilateral salpingectomy, surgical removal of coil(s) - pieces in uterus) on 10-jul-2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, rash, migraine, headache, endometriosis, weight increased, gestational diabetes and high risk pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device breakage, endometriosis, genital haemorrhage, gestational diabetes, headache, high risk pregnancy, migraine, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient resulted from essure removal, most, if not all symptoms were decreased, soon thereafter. On diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Hysterosalpingogram - on 23-feb-2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 11 months 18 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (undergo one or more surgeries to remove essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events pelvic pain, abdominal pain, vaginal pain, severe cramping and heavy abnormal bleeding were added. She undergo one or more surgeries to remove one or more of the essure coils. Indication of essure was updated to permanent forms of birth control. Reporters was added (lawyer). Action taken with drug added. Intervention required was ticked for event pelvic pain. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.